Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 1, which was not resettable. There was no reported impact to the customer's blood glucose level. Technical support arranged to send a replacement pump and provided instructions for returning the defective pump to tandem. Customer acknowledged understanding of the storage mode instructions and steps to be taken upon receiving the replacement, and will use mdi as a backup therapy to ensure insulin delivery is not interrupted.